Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: it was reported the syringe label was not adhered properly. To aid in the investigation, one empty sample with no packaging flow wrap or tip cap was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel label is skewed and too low. About 3/16" of the label is below the bottom part of the syringe barrel. No other defects or imperfections were observed. This defect could occur if there is a jam at the label feeder. A device history record review was completed for provided material number 306546, lot 3079553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe barrel label was crooked and came off near the luer-lock. The following information was provided by the initial reporter: "since then, I have also received a syringe with the label not being on appropriately. It is on crooked and actually comes off of the syringe barrel close to the luer-lock."